Manufacturer narrative:
The astral device was returned to resmed for an evaluation. Review of the device diagnostic logs confirmed the reported sf101 and device shut off, and revealed the occurrence of an internal battery charger alarm (sf180). Sf180 was not able to be reproduced during evaluation of the device. The device was recalibrated and software upgraded to address the reported sf101. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device shut off while in use on a patient and displayed an error message (sf101) related to pressure measurement. The patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software design limitation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device shut off while in use on a patient and displayed an error message (sf101) related to pressure measurement. The patient required manual ventilation. There was no patient harm or serious injury reported as a result of this incident.